Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) into the right eye (od), the patient presented with increased anterior chamber cells and fibrotic web over iol. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). An anterior chamber washout was performed, and an injection of acef/vancomycin was administered. The patient's bcva did not decrease. In the surgeon's opinion, the most likely cause of the event is related to storage media for iol. Patient outcome is good. The following medications were prescribed (for use at home post-operatively): tobradex 1 drop every hour, zymaxid 1 drop every hour, avalox 400 mg qd 1 week.